Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that this device was replaced after echocardiogram demonstrated this valve was stenotic and regurgitant. Prior to the replacement procedure, the patient presented with shortness of breath, but there were no other adverse patient effects due to the device or replacement procedure. Patient and device codes updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested regarding the device's functionality and its availability for return and analysis, any adverse patient effects and the patient's weight. A supplemental report will be filed if additional information is received and/or when investigation is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eleven years, four months post-implant of this bioprosthetic valve in the mitral position, this device was explanted and replaced. No failure mechanism and no other adverse patient effects were reported.